Event description:
It was reported that there was stimulation in the wrong location. The patient drove to appointment six days prior to the report and was adjusted. When he got home, the stimulation was in the wrong leg. The stimulation should be in his right leg and was in the left leg. It was stated "they did run before he left the appointment." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3776-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3550-29, lot# n202807, implanted: 2010 (B)(6); product type accessory product ID 3550-39, lot# n243316, implanted: 2010 (B)(6); product type accessory product ID 37743, serial# (B)(4); product type programmer, patient product ID 377660, lot# v013969, implanted: 2010 (B)(6); product type lead product ID 377660, lot# v013969, implanted: 2010 (B)(6); product type lead. (B)(4).